Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that it was taking forever to charge the ins. It started two weeks and it kept taking longer and longer. The patient had not changed any settings and the patient had all coupling bars. The patient wanted a recharger replacement. The patient was transferred to repair. No symptoms were reported. No further complications were reported/anticipated.